Event description:
It was reported that the left ventricular lead exhibited low impedance. On (B)(6) 2014, during the explant procedure; an insulation anomaly was noted on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned. Insulation abrasions breaching ring electrode lumen were noted at 80.0 cm to 80.5 cm and at 81.9 cm to 82.3 cm from the connector pin.